Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the events. Customer's blood glucose was 147 mg/dl.